Event description:
It was reported that during use of the iab, it was suspected that the balloon ruptured. The iab was removed without any pt complications.

Event description:
It was reported that during use of the iab, it was suspected that the balloon ruptured. The iab was removed without any patient complications.